Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to enter a calibration value but inadvertently entered the blood glucose (bg) values into the bolus menu and delivered multiple unintended bolus dosing's. At the time of the reported event, the customer's bg level ranged from 236-388 mg/dl with 11 units of insulin on board (iob). Tandem technical support reviewed the pump history and confirmed that the customer requested two boluses 3 minutes apart when attempting to calibrate. The customer reported carbohydrates were consumed to prevent an adverse event. Although requested, no further information was provided by the customer.